Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted. This is the second of four reports associated with this event.

Manufacturer narrative:
(B)(4). On (B)(6) 2011 during a call with baxter customer service, a consumer reported the patient died on (B)(6) 2011. Additional medical history reported at that time was ankle fracture, feeling of fullness in abdomen, urinary infection and swallowing difficulty. Further information was received on (B)(6) 2011 from the peritoneal dialysis (pd) nurse . On (B)(6) 2011, the patient was discharged from the hospital and the events of peritonitis and pneumonia were resolved. On (B)(6) 2011, the patient experienced hypotension and was hospitalized the same day. Treatment information and outcome for the event of hypotension was not reported. On (B)(6) 2011, the patient was transitioned to palliative care and pd therapies were withdrawn. On an unreported date in 2011, the patient experienced septic shock and progressive lactic acidosis (pla). On (B)(6) 2011, the patient died as a result of the septic shock and fatal progressive lactic acidosis. No further information was available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd881474 and gd879908 with no defects noted. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(4) 2011, baxter contacted the caregiver (cg) regarding a related alarm which occurred on the (B)(6) 2011. The cg stated that the hp was in the hospital at that time and was in the nursing home (nh) on (B)(6) 2011. Baxter then contacted the peritoneal dialysis registered nurse (pdrn) regarding the event who reported that the nh staff had not been properly trained on pd therapy when the alarm occurred on (B)(6) 2011 and believes the cause of the peritonitis was use error. The pdrn stated the hp had asymptomatic cloudy effluent on (B)(6) 2011 and was obtained for culture. A loading dose of intraperitoneal (ip) vancomycin 2gm was given that day, followed by vancomycin 1gm ip 3 days later. The hp experienced worsening symptoms on (B)(6) 2011 and was hospitalized with diagnoses of peritonitis and pneumonia. The day of admission, the hp received 1 dose of vancomycin 1.2gm intravenously (IV), piperacillin 0.25gm IV every 8 hours and IV levaquin 500mg every 48 hours on (B)(6) 2011. A stool culture obtained on (B)(6) 2011 revealed (B)(6) . The vancomycin was discontinued, and the hp received 6 doses of oral flagyl 250mg every 8 hours. The hp is expected to be discharged back to the nh for rehab (B)(6) 2011 as her recovery was ongoing and improved.